Event description:
It was reported to fresenius that the ultraflux dialyzer was changed four times during a patient's continuous renal replacement therapy (crrt) because the "filter blows very fast." The patient's blood could not be returned. The patient's estimated blood loss (ebl) was not provided. Transfusions were required in response to the blood loss. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer. No photographs were provided for review. A retention sample analysis was not done. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. A batch record review was performed. It was confirmed that products were inspected according to the inspection protocol and were found to be confirming to specifications. No indication for any relationship with the reported failure mode has been found during the review. The cause of the reported failure cannot be confirmed based on the current available information.

Event description:
It was reported to fresenius that the ultraflux dialyzer was changed four times during a patient's continuous renal replacement therapy (crrt) because the "filter blows very fast." The patient's blood could not be returned. The patient's estimated blood loss (ebl) was not provided. Transfusions were required in response to the blood loss. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous venovenus hemodiafiltration (cvvhd) utilizing the ultraflux av 1000, and the serious adverse event of blood loss which required multiple blood transfusions (exact number not provided). Causality was attributed to the circuit blowing very fast (specifics not provided), causing the loss of the extracorporeal blood volume. Additionally, the rn reported the serious adverse events exposed the patient to a greater risk for infection, as well as an unspecified loss of time. The risk of clotting and/or blood loss during cvvhd is identified in the instructions for use and can be reasonably attributed to a variety of causes such as electrolyte imbalances, insufficient anticoagulation, covid, and/or heparin induced thrombocytopenia. It should be noted that additional clinical follow-up was unsuccessful, thus preventing a more comprehensive investigation. Based on the totality of the information available, the ultraflux av 1000 cannot be excluded from having a possible causal or contributory role in the patient¿s blood loss event. Without hospital records, treatment records, or a sample for manufacturer evaluation, this clinical investigation cannot disassociate the ultraflux av1000 from the serious adverse events.

Manufacturer narrative:
Additional information: h10 (clinical investigation) clinical investigation: a temporal relationship exists between continuous veno-venous hemodialysis (cvvhd) utilizing the ultraflux av 1000, and the serious adverse event of a blook leak resulting in blood loss (ebl = not provided) which required multiple blood transfusions (exact number not provided). Causality was attributed to an internal membrane leak during treatment, causing the loss of the extracorporeal blood volume. Additionally, the registered nurse (rn) reported the serious adverse events exposed the patient to a greater risk for infection, as well as an unspecified loss of time. The potential risk for a membrane leak during cvvhd is identified in the instructions for use. The risk of blood loss as a result of damaged systems should be noted. It should be noted that additional clinical follow-up was unsuccessful, thus preventing a more comprehensive investigation. Based on the totality of the information available, the ultraflux av 1000 cannot be excluded from having a possible causal or contributory role in the patient¿s membrane leak and blood loss event. Without hospital records, treatment records, or a sample for manufacturer evaluation, this clinical investigation cannot disassociate the ultraflux av1000 from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the ultraflux dialyzer was changed four times during a patient's continuous renal replacement therapy (crrt) because the "filter blows very fast." The patient's blood could not be returned. The patient's estimated blood loss (ebl) was not provided. Transfusions were required in response to the blood loss. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.